Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion into the eye of an intraocular lens (iol), the surgeon had to perform a vitrectomy due to patient difficulty. Reportedly, it was unsure if the vitrectomy was a result of the lens or the patient. An anterior chamber lens was then implanted and the patient was reported being fine. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/13/2017. Returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. However, upon visual inspection, the lens was not inside the product package. Therefore, the customer's reported event could not be confirmed. Manufacturing record review: a manufacturing records review was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review related to the reported complaint. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.